Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient disconnected a solution bag and reconnected a different solution bag during automated peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice machine, it was reported that a patient disconnected the supply bag and replaced it with a heater bag during an unspecified step of peritoneal dialysis therapy. The patient was connected when the swap occurred. The technical service representative (tsr) explained the error to the caregiver (cg) and advised the cg to end therapy. The tsr assisted in ending therapy and removing the cassette. The cg would drain the patient manually. There was no patient injury or medical intervention associated with this event. No additional information is available.